Event description:
Report 1 of 2: it was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, 1 sample exhibited poor barrier centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.